Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda. The root cause of the reported undesirable increase in stimulation cannot be definitively determined; however, it was reported that the patient had previously undergone fusion surgery, where electrocautery was utilized. The evoke scs system surgical guide warns against electrocautery use, "do not use electrosurgical techniques, such as electrocautery, over the leads or cls, as this may cause tissue damage at the lead site and result in severe injury or cause damage to the cls."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported an undesirable increase in stimulation during an impedance check. The patient had previously undergone an unrelated multilevel fusion surgery, during which electrocautery was used. It was suspected that the evoke closed loop stimulator (cls) may have been damaged during the previous fusion surgery. A revision procedure was performed to replace the cls and resolve the reported event.